Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported son was experiencing high blood glucose levels that are due to air bubbles. The customer's mother did not provide a blood glucose level. The customer states she filled a reservoir and there was no air bubbles but left it alone for an hour and when she came back there was air bubbles in the reservoir, insulin was room temperature and not out of date. No further details are given.